Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Anxiety-product/procedure: unable to observe, as it is not related to the device. Pain: unable to observe, as it is not related to the device. Visibility/palpability: unable to observe, as it is not related to the device. As per the investigation procedure: observed, opening on anterior side assessed, as surgical damage were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
A patient reported, "having the recalled allergan implants". "I¿m currently, hoping to have these implants removed after they were replaced¿. And ¿my recent visit to see a new consultant to replace the existing implants¿. "Painful hardening of implants¿. This record relates to the left side. The device has been explanted.